Manufacturer narrative:
Additional information was received from the local area sales representative indicating the physician reviewed the patient's data via latitude and found measurements to be acceptable. The patient was not brought into clinic for further evaluation. No adverse patient effects were reported. Should additional information become available this report will be updated.

Manufacturer narrative:
Additional information was received that the patient experienced a syncopal episode and was brought into clinic. It was confirmed under x-ray that the shock coils had fractured which resulted in the high out of range shock impedance measurements. The high voltage leads were replaced. During the procedure, this device was electively explanted and replaced. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Manufacturer narrative:
The local area sales representative was contacted for additional information. At this time, no additional information is available and records indicate that this device remains implanted. Should additional information become available this report will be updated.

Event description:
Boston scientific received information that a latitude alert was issued for this implantable cardioverter defibrillator (ICD), implanted with another manufacturer's defibrillation lead, due to high shock impedance measurements. No adverse patient effects were reported.